Manufacturer narrative:
The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. (B)(4).

Event description:
Additional information was received; the reported issue occurred during the phaco as well as during the irrigation and aspiration portion of the eye surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspiration failure and system message occurred during an eye surgery. The procedure was completed without product replacement and without harm to the patient. A product sample was requested for evaluation.